Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; however, visual inspection showed the helix was distorted/bent with some blood infiltration in the helix mechanism.

Event description:
It was reported the lead tested ok during pre-implant testing. The helix could be advanced smoothly with approximately 8 turns. When the lead was implanted, the helix could not be advanced. When removed, the helix did not move with 20 turns. A new lead was used and the procedure was completed without further complications.